Event description:
It was reported that the cdh29a, the machine did not staple. Only stapled half of the anastomosis circumference. The surgery was delayed by 120-minutes to perform an ileostomy. Colorectal sigmoidectomy.

Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of the month that complaint was reported. Batch # unk . (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what is the current status of the patient?patient is fine. No postoperative suture leak, ileostomy closed before discharge. What were the indications for surgery? Rectal cancer. Is the ileostomy temporary or permanent? Temporary and already closed. Was the cut line fully circumferential (fully cut and partially stapled? More than 50 % with no staples correctly closed. Cut in 100%. Or was the cut line and staple line equal but not fully complete circumferentially? No. Did the patient receive any preoperative chemotherapy or radiation? Yes. What healthcare professional fired the device and what is his/her experience with the device? Seniro resident. Full experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 25 seconds. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Doughnuts correct. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. More than 50 % of the staples were open, not closed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2022. Additional information received: the product code is cdh29b h11: corrected data = d1, d4.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022. D4: batch # 272a83. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, slightly cracked was noted on the handled near of indicator label. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. While closing the device, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. To close the device, turn the adjusting knob clockwise. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.